Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4)

Event description:
It was reported that the customer had a button error alarm on the insulin pump. Customer's blood glucose level was 338 mg/dl. Customer was giving a bolus when she received an alarm. Customer treated with a manual injection. Customer stated that the pump might have been exposed to sweat. Insulin pump will need to be replaced. Customer was advised to revert to a back-up plan per health care professional's instructions. No additional information provided.

Manufacturer narrative:
Insulin received with no esc and act button response, due to flattened button response, due to flattened button dome switch. No button error alarm noted during testing. Insulin pump was received with minor scratches on display window, cracked case on display window corners, cracked reservoir tube lip and cracked reservoir tube near reservoir tube window.